Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon "contacted physician reporting bluish urine coloration, easily visible in the toilet, associated to the reduction of the perception of the balloon in the abdomen". Device was removed and replaced.

Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned deployed balloon only. The balloon was noted to be discolored, as it was green in appearance. Yellow particles were noted to be covering approximately 60% of the balloon shell. The device had a large tear, covering approximately 60% of the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test performed, and the flow of di water was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 60% of the balloon shell. The large tear was approximately 5.3 inches in length. Under microscopic analysis, the apparent origination point of the tear, located approximately 1.7 inches from the center patch, was noted to have striated edges, consistent with damage from a surgical tool. Material degradation was noted to be covering approximately 70% of the outer surface of the shell. Transparent particulate matter was noted on the outer surface of the shell. Two openings were noted on the posterior portion of the shell. The first opening on the posterior portion of the shell, located approximately 0.45 inches from the apparent origination point of the large tear, was noted to have striated edges, consistent with damage from a surgical tool. The second opening on the posterior portion of the shell, located approximately 0.5 inches from the apparent origination point of the large tear, was noted to have striated edges, consistent with damage from a surgical tool. Black particles were noted on the inner surface of the valve channel.